Event description:
The account alleges that the left hand siderail will not properly latch.

Manufacturer narrative:
At the time of this report, no info has been provided by the account or field service regarding the current status of this issue. As a result, hill-rom has no data to state whether or not the issue has been corrected.